Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. Product ID neu_recharger_acc, product type: recharger. Product ID 37714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and peripheral neuropathy. It was reported that the patient was having trouble charging. It was also mentioned that stimulation was too strong and uncomfortable at night. It was waking her up. This issue began about 9 days after the date of this report. The patient began shutting it off at night and she then slept fine. She didn't really need it at night anyways because she didn't have pain. Pain and swelling at the implant site was mentioned since implant, but was gone as of (B)(6) 2015. She could still feel the battery in her butt and it hurt. It was also noted that, as the battery would deplete, she felt as if she had to turn stimulation up to get the same relief. This began a week after her first time of fully charging, which was (B)(6) 2015. A coupling problem with recharging was reported. She would only get 4 bars. If she moved just the slightest, she would drop to 2. It had been like this since implant. This was very stressful. Sticky patches and the belt were used but the patches didn't work that well. It was verified the antenna was directly on the skin, right on top of the implant. The antenna dial was turned. This did not help achieve more coupling. An antenna locate (al) feature was performed, and the highest number reported was 90/88. The al feature resulted in 8, then 6 coupling boxes. Additional information received reported that the patient had gotten her device fully charged. She had had issues the first 2 times she charged. She had been reprogrammed and since had not had an issue recharging as she found the sweet spot. The patient also had to constantly increase stimulation. She had to be in an upright position to feel stimulation. If she moved a little, the stimulation decreased a lot. This issue would occur when she would lean forward. She could feel the nerve pain in her feet when the stimulation would decrease. The increasing and positional issues began (B)(6) 2015. She had to turn stimulation off at night because surging when she moved was waking her up. She was getting surges in bed. She would have to position herself perfectly. No falls or traumas were reported. The surging began at implant but was mild. The surging was increasing so the stimulation was off. The patient had not done any heavy lifting. She couldn't find a comfortable position to lie down. The stimulator would go from working perfectly to a drastic change of almost not feeling it. Additional information received reported that the patient still had concerns regarding their device or therapy but had an appointment with their manufacturer representative on (B)(6) 2015. The patient later reported that when the patient moved to (B)(6) the implantable neurostimulator (ins) was in the healing process and hurting in the butt. The healthcare professional (hcp) told her to let it heal and settle down. The hcp did an x-ray in (B)(6) 2015 because the patient was having problems with the ins hurting when she was sitting. It showed that the lead was shifted and leaned toward the left. The hcp told her she would need surgery for the lead to be stitched on the bottom and on the top. A manufacturing representative (rep) showed her how to use the positional setting. Starting (B)(6) 2015 the patient started to charge every day due to an increase in stimulation. She increased all of her settings and therapy was helping and used therapy a lot. Starting (B)(6) 2015 when the patient was walking she felt the stimulation suddenly "short out" and "cut off" and "battery died," but it only happened when she was walking. Further follow-up is being conducted to determine what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the patient talked with a manufacturing representative (rep) and set the adaptive part at ¿mobile,¿ which had not been set previously. The rep instructed her on how to do it on her own. The stimulation ¿short¿ was due to the ¿walking¿ mode never having been set. Since the patient increased the intensity when she would walk it kept dropping back down to the original setting. The patient was able to set the ¿walking¿ intensity. No steps were taken about the positional problem. The rep said ¿positional changing¿ was normal. The patient had not discussed the charging issue with the rep yet. The patient assumed it was because she had increased the stimulation at the adaptive parts from very low to much higher so that she could feel the stimulation working. She did leave it turned on 24 hours a day and she had to charge at least every 2 days for several hours. An appointment had not been scheduled to correct the lead shift. The patient was waiting after the holidays were over and could plan a good time for it to be corrected. Someone had suggested and wanted to do the surgery again. At the time the patient was not ready to have surgery again. The patient was going to call her rep and discuss her options, and about charging the battery so often. It was noted that since increasing the intensity the stimulation had brought more relief.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s old stimulator was set, and it didn¿t really work. The patient indicated that the cause was that it was too strong to the left which is where it was supposed to help. The implantable neurostimulator was too strong in her left leg since being implanted. The left leg would take like 6.95 volts and the right leg would take 0.5 strength so that was one of the reasons for changing the stimulator. The other reason was that it never reached the patient¿s feet. It was very strong in her waist and groin area, so anytime that they would increase it, the patient would only feel it in these areas, but never in her feet. The patient indicated that she could maybe feel stimulation in her ankles, and she never felt stimulation in her feet; however, she did not want to say that it never helped her feet, just that she did not feel stimulation in her feet. The patient¿s therapy did not help the pain in her feet, so the system was replaced on (B)(6) 2019. There were no further complications reported or anticipated. Refer to manufacturer report # 3004209178-2016-01803.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.